Event description:
It was reported the patient had a prox tibia replacement 10 years ago in (B)(6). The patient's operative leg was long so the doctor replaced components to make it shorter.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.